Event description:
Caller reported a cgm error 42, and it was noted that the pump did not recently come out of storage mode. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset instructions from technical support, and after performing the reset, the cgm error was resolved, allowing the sensor session to be successfully started.